Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during lead check, post procedure, high pacing lead impedance and high capture threshold were observed. The lead was also noted to be dislodged. The lead was explanted. The patient condition was good.